Manufacturer narrative:
This report is being submitted in response to report mw5110638 recieved on june 11, 2022. This report is based solely on the customer's reported issue. The device was requested to be returned and has not been received for evaluation. A DHR review could not be performed as a serial number was not provided. A review of the complaint database, for similar devices, revealed similar complaints of lack of gas flow and found that the most likely cause is inadequate maintenance of the device. The instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. The IFU states "prior to each clinical usage, the user should perform an alarm test and analyze the full fio2 range. Additionally, the user should briefly disconnect one supply gas to assure that the bypass/alarm system is functioning." Complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. Manufacturer reference file no. (B)(4).

Event description:
It was reported to sechrist, infant weaned off of nasal cannula of 21% blended at 0.5 lpm to room air. It was noted that infant was desating quickly after nasal cannula removed. Infants nares were suctioned and ns drops given with suctioning again. Still infant continued to desaturate to 78%. When nasal cannula replaced and returned to 21% at 2 lpm infant quickly increased o2 saturations to 100%. Then infant placed on a flow meter to air only from the wall on 2 lpm and infant desaturated to 78%. Nnp notified and new order for infant to be placed on hfnc with a different blender given. Initial blender taken out of service.

Event description:
Supplemental medwatch required for new information received from customer.

Manufacturer narrative:
Customer added the mixer was removed from use and sent to biomed for service. Infant was transferred to another facility for further testing and evaluations. Based on the age of the device, it is unlikely that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file no. (B)(4).